Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators (mtm); however, the yaw pulley moved in the opposite direction. This behavior was observed in the yaw direction and presented on three out of three installs. The plastic housing was removed, and during the visual inspection, the pitch cable was found to be very loose from the short input number five in the proximal end. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could ""slip"" with respect to its internal shaft causing the loss of cable tension. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had limited motion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the movement of the instrument was jerky. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon side console. The instrument did not move in an unintended direction. The timing of the movement was appropriate. There was no injury to the patient.